Manufacturer narrative:
Technician found that the head of bed will not raise due to hydraulic valve sticking. Replaced hydraulic valve for head up function to resolve this issue.

Event description:
Complaint alleged that the head of bed would not go up or down.